Event description:
Information was received from a consumer regarding a patient with an implantable pump for spinal pain indications. It was reported that the patient just had a new device placed in july for normal depletion and when she attempted to give a bolus it always goes to 90% and sits there for a couple minutes or longer before going through. Agent reviewed this is a common issue. Agent walked patient through clearing data resolving the issue. The patient was able to connect to their device and stated it was working much faster.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# unknown, serial# unknown. Product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown/unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.